Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that: "during a tibial nail removal, the screwdriver broke while trying to remove the plug. The removal is a revision surgery, no indication why the procedure was performed. The nail had been placed in (B)(6) 2020. They did not manage to remove the plug from the nail, they tried with forceps, but they did not succeed or with the ancillary. Another operation will be scheduled in the coming months to try to remove it. Increased operating time, about 1 hour more". Update : this pi is for the broken screwdriver.

Manufacturer narrative:
Correction: please refer to d9/h3 - device not returned. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. With given information a root cause could not be determined. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown.

Event description:
The customer reported that: "during a tibial nail removal, the screwdriver broke while trying to remove the plug. The removal is a revision surgery, no indication why the procedure was performed. The nail had been placed in november 2020 they did not manage to remove the plug from the nail, they tried with forceps, but they did not succeed or with the ancillary. Another operation will be scheduled in the coming months to try to remove it. Increased operating time, about 1 hour more" update : this pi is for the broken screwdriver.